Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region #30, its non-osseointegration was observed. In addition, 50 ncm of primary stability was achieved, the procedure of immediate implant was done and the patient presented bone type ii.